Event description:
The reporter stated that a (B)(6) had a biopatch in placed on a peripherally inserted central catheter (PICC). After about three or four days, the product had turned a "bile" color. There was drainage at the site. The biopatch was removed and the area was cleaned and a new biopatch was applied. It was reported that there was no adverse event. The infection control nurse reported that aggressive threading during PICC placement and forcing of the catheter may have contributed to increased exudates.

Manufacturer narrative:
The product instructions for use state "warning: do not use biopatch dressing on premature infants" etc. It is integra's policy to report any complaint regarding the use of biopatch in children. The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.